Event description:
The event involved a safeset¿ transpac it w/03 ml reservoir and single needleless valve, without velcro arm strap, patient mount. The customer reported that when staff attempted to change the set they discovered that the bonding between the sampling port and 2 way valve came apart. Unspecified medication was being used with this product. There was patient involvement, but no harm was reported as a consequence of this event. This is report 5 of 12.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Manufacturer narrative:
One new unused device was returned for evaluation on 8/23/23. During visual inspection, the plug stopcock was confirmed to be separated from the safeset reservoir. When the plug stopcock and the safeset luer pocket was microscopically examined, adhesive was present. The probable cause of the separation could not be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.